Event description:
It was reported that the procedure was being performed on a female pt with a history of cerebral arteriovenous malformation. The pt was admitted to the medical center on (B)(6) 2010. She had complications from a cerebral hemorrhage that occurred around (B)(6) 2010 and was admitted for surgery to remove fluid that had collected in the back of her brain. The anesthesiology attending reported that during an attempt to place the arrow 20 gauge radial artery catheter, the spring wire guide (swg) broke off in the pt's arm during insertion. There was difficulty feeding the catheter & when the catheter & swg were removed, the swg snagged in the tissue. Plastic surgery was informed & another surgeon arrived to remove the broken swg. The swg was retrieved by a 1.5 cm incision made longitudinally over the radial artery. The swg was traced down & appeared to enter into the radial artery in the midpoint of the artery. There was a hole in the surface of the radial artery, which was repaired using an interrupt 7-0 suture. An x-ray was performed at the end of the procedures to insure there was no remnant of the swg left behind & the x-ray was clear. The pt tolerated the procedure well. Both procedures were completed & no complications are expected as a result of the broken swg. Additional information rec'd from the hospital risk manager on (B)(6) 2010 stated there was a slight delay in treatment, no pt death & no complications. The surgery to remove the piece of swg went well. A call back was rec'd on (B)(6) 2010 from the risk manager stating that another radial artery catheter was not placed for the pt. The pt care records indicate a femoral catheter was placed for the pt, but it is unk if it was done in place of the radial arterial catheter or if it was planned.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.